Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a black screen and a e226 error. The issue was found during a therapeutic laparoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: llk plug of the video cable section contains foreign material and fiber bonding in the outer tube area (distal end) is damaged based on the results of the investigation, fiber bonding in the outer tube area (distal end) is damaged cause is traced to component failure and the most probable cause of foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.